Manufacturer narrative:
The cause of the discordant depressed immunoglobulin g, immunoglobulin a, and immunoglobulin m (igg, iga and igm) results is unknown. The pattern of low results on multiple analytes on the same sample is suggestive of a pre-analytical sample issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant depressed immunoglobulin g, immunoglobulin a, and immunoglobulin m (igg, iga and igm) results were obtained on a patient sample on the bn prospec instrument. The results were reported to the physician. The same sample was later repeated on the same instrument and higher results were obtained and reported. The initial depressed results were regarded as discordant. There is no indication that patient treatment was altered or prescribed on the basis of the discordant depressed igg, iga and igm results. There was no report of adverse health consequences as a result of the discordant depressed igg, iga and igm results.